Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. Blood glucose level was 300 mg/dl. Cartridge changes were performed resolving the issue.